Event description:
It was reported that during the procedure the physician had difficulty inserting the lead. It was noted also that patient had a spinal fluid leak. The physician had aborted the trial procedure and doing was doing well. The leads were disposed of at the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7203080.